Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had a pod hazard alarm and had high blood glucose levels. Patients mother tried manual injections. Patient had to be taken to the hospital. No more information was obtained.